Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4): the dentist reported that 17 days after the dental implant was installed in intraoral region #4, its non-osseointegration was observed. Twenty five (25 ) ncm of primary stability was achieved. The patient presented bone type iii.